Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 478 mg/dl. They noticed that the basal were not on so they turned it back on and that is when her sugar began to run high. She stated that she was only able to deliver a max bolus of 10. The customer had symptoms such as difficulty staying awake and treated with a pen. Customer's blood glucose value was 445 mg/dl at the time of the call. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. Customer found that the infusion set had a bent cannula and that it may have interfered with insulin delivery. Advised customer to change the infusion set. The infusion set will be returned for analysis.